Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's interstim was constantly shocking them. They had a horrible burning, electrocuting pain shooting through their lower back and buttocks and sometimes down into their right leg. This had been happening for about 3 weeks and just kept getting worst. They moved out of state in may and were struggling to get into a new urologist because they were waiting on a referral from their previous urologist, and nobody would see them until they had a referral. They also can't get into see a primary doctor until the end of october. They inquired what they could do for relief. They felt like something was really wrong.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2buda. Implanted: (B)(6) 2021 explanted: (B)(6) 2025. Product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They were implanted with the ins for urinary/bowel dysfunction and urge incont inence. To clarify the statement that "something was really wrong", they said that even when the device was turned off, they were constantly having pain and felt like it was shocking them. They also had a burning sensation directly around the ins. The pain ranged from the buttocks, sometimes down their leg, and sometimes shoots to their right hip. It was constant regardless of if it was power on or not. The cause was not determined and they had an appointment on (B)(6) 2024 with a new urologist. It started in (B)(6) 2025 and just got worse. They turned the stimulator off the day that [manufacturer] responded butwere still in constant pain and would address it at their appointment. The issue was not yet resolved. (B)(6) 2025 e2 (con): additional information was received from the patient (pt). They reported that they met with a representative (rep) at the urologist office. The rep took one look at the x-ray and immediately figured out the issue. The lead has completely backed out and was causing all the pain. They have an appointment on friday, (B)(6) 2025 with urologist for a surgery consultation. They either have to have the device replaced or repaired. The rep told the patient to keep the device powered off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They were implanted with the ins for urinary/bowel dysfunction and urge incontinence. To clarify the statement that "something was really wrong", they said that even when the device was turned off, they were constantly having pain and felt like it was shocking them. They also had a burning sensation directly around the ins. The pain ranged from the buttocks, sometimes down their leg, and sometimes shoots to their right hip. It was constant regardless of if it was power on or not. The cause was not determined and they had an appointment on (B)(6) 2024 with a new urologist. It started in (B)(6) 2025 and just got worse. They turned the stimulator off the day that [manufacturer] responded but were still in constant pain and would address it at their appointment. The issue was not yet resolved.